Manufacturer narrative:
Correction field: e1(initial reporter name), updated field: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) inspected the unit and identified that the hose from the compressor to the pressure tank was cut, causing a pressure leak when the compressor was running. The hose required replacement. The fse replaced the pressure tube assy and vacuum tube assy. The unit passed all performance and safety tests in accordance with the factory specifications and was cleared for clinical use. Based on the evaluation performed by the field service engineer, the hose from the compressor to the pressure tank was found cut, indicating physical/mechanical damage. The issue was resolved by replacing the pressure tube assembly and the vacuum tube assembly. Therefore, the identified root cause is user error.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump(iabp) is leaking only helium. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: b5, h6(medical device ¿ problem code).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was found to be leaking helium and water. No patient was involved, and no harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) is leaking helium and water. There was no patient involved.